Event description:
The customer reported that she experienced high blood glucose of 540 mg/dl. She treated with a syringe and her blood glucose went down to 276 mg/dl. Troubleshooting was performed. Insulin exited the tubing during manual prime, no leaks or air bubbles were found. There was a slight crack on the insulin pump and a button error alarm was found from (B)(6) 2014. No significant events were recalled leading up to the alarm. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacements tests. No button error alarm noted. However, the insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.